Event description:
It was reported by a nurse that a vns patient died due to a grand mal seizure. The patient was reported to have been seizure free for about one year with vns therapy. Follow-up was made with the patient's treating physician via a death follow-up form. The treating physician indicated that the patient died at home due to suffocation during a seizure. The patient was not explanted of vns therapy at the time of death and remained under therapy prior to death. Furthermore, the relationship of the patient's death to vns remains unknown as (B)(6) attempts to obtain additional information have been unsuccessful to date.